Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134243 the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy and shocking across their frontside torso. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.